Manufacturer narrative:
This report is submitted on may 30, 2024.

Event description:
Per the clinic, the patient underwent a skin rflap thinning surgery due to poor magnet retention on (B)(6) 2024 under general anesthesia. The implanted device remains.